Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's device had been going crazy and the voltage was too high. It was stated that the patient was shaking all over, kind of like they were having a stroke, with the neurologist telling them that the issues were from the device's voltage. The caller noted that the patient was having a "minor" form of what happened in the past and it was happening on the same device as last time. According to the caller it was "nothing like last year" and was only happening here and there. Follow up with the healthcare professional (hcp) is to be conducted, with an appointment scheduled for (B)(6). No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.